Event description:
During a percutaneous transluminal angioplasty of the iliac artery there was a balloon burst. The vessel was mildly tortuous. This was a non-calcified lesion measuring 8cm x 9mm (length x diameter). Indeflator was used to inflate balloon when it burst circumferentially at 8 atmospheres of pressure. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There was no other information available regarding patient demographics. There was no patient injury reported. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.